Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, it was determined that the strange noise occurred because the internal screws came off. The cause of the screws coming off could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The loose internal screw was also confirmed. It was also noted that the light guide connector was worn. The investigation is ongoing. Additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the visera elite xenon light source had foreign object sounds when it was shaken and the harness covering part was torn. Upon inspection and testing of the returned device, it was noted that the internal screw was coming off. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.